Event description:
It was reported the cysto-nephro videoscope reprocessing team was not reprocessing the cyf-vhr scopes fully. The issue occurred during reprocessing. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The actual manufacturing site could not be identified at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. The device history record was unable to be reviewed for this device since the (serial/lot) number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for use IFU: 5.6 manually disinfecting the endoscope. Olympus will continue to monitor field performance for this device.